Manufacturer narrative:
The investigation of automated impella controller (aic) - damage during therapy has been completed. There was no evidence was found in the log to confirm the reported failure mode. The console was tested after arriving and a damaged cable was confirmed. The root cause for damaged power cord was most likely a use issue. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26983 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting manufacturing site fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26983.

Event description:
The complainant reported that the cable near the power plug on an automated impella controller was damaged. The insulation on the cable was noted to be slightly eroded. Charging of the device was still possible. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.